Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with loss of visual acuity in the left eye three to four months post prk treatment. The patient was treated for mono vision with the left eye being for near vision and reported that the vision fluctuates and it is tough to read. The patient will follow up in three to six months for an enhancement evaluation.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified. The root cause could not be determined conclusively. (B)(4).